Event description:
Patient contacted dexcom to report a hyperglycemic event that led to patient going into a coma.

Manufacturer narrative:
Patient reported she was hypoglycemic and ended up going into a coma. Dexcom receiver did alert her that her blood glucose was high. Patient said she was already dehydrated and could not hold anything down so she was taken into the hospital. Date of medical intervention: (B)(6) 2013. Current condition of patient: patient is still nauseated and tired.